Manufacturer narrative:
The subject device was received and evaluated at service repair site olympus (B)(4). Inspection found foreign objects , a cleaning brush found inside the biopsy channel. Further inspection found , the following findings below. Due to damage on ch-tube, water tightness is lost. Due to deformation of s-connector, water tightness is lost. Due to deformation of el-connector, water tightness is lost. Lg lens has a chip. C-cover is deformed. C-cover has discoloration. Adhesive on a-rubber has a chip. A-rubber is dirty. Connecting tube has coating peeling. Paint on aw-cylinder is peeled. Paint on s-cylinder is peeled. S-connector is deformed. El-connector is deformed. Control unit has discoloration. S-cover has a scratch. R/l knob has discoloration. Universal cord has a wrinkle. Due to deformation of bending tube, bending angle in up direction does not meet the standard value. Due to damage on ccd unit, the image has black dots. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to clogging of ch-tube, the suction function does not work at all. Based on inspection results, due to clogging of ch-tube, the suction function does not work at all. The reported customer issue could be confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, suction button stuck in suction port. The issue found during an unknown event. There is no patient involvement associated on this reported event. Device return inspection found foreign objects (cleaning brush) found inside the biopsy channel. It came out from the distal end during brush cleaning. This report is being submitted, reported for foreign objects found inside the biopsy channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customers name , job position and contact number.

Manufacturer narrative:
The subject device was received and evaluated at service repair site olympus (B)(6). Inspection found foreign objects , a cleaning brush found inside the biopsy channel. Further inspection found , the following findings below. Due to damage on ch-tube, water tightness is lost. Due to deformation of s-connector, water tightness is lost. Due to deformation of el-connector, water tightness is lost. Lg lens has a chip. C-cover is deformed. C-cover has discoloration. Adhesive on a-rubber has a chip. A-rubber is dirty. Connecting tube has coating peeling. Paint on aw-cylinder is peeled. Paint on s-cylinder is peeled. S-connector is deformed. El-connector is deformed. Control unit has discoloration. S-cover has a scratch. R/l knob has discoloration. Universal cord has a wrinkle. Due to deformation of bending tube, bending angle in up direction does not meet the standard value. Due to damage on ccd unit, the image has black dots. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to clogging of ch-tube, the suction function does not work at all. Based on inspection results, due to clogging of ch-tube, the suction function does not work at all. The reported customer issue could be confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, suction button stuck in suction port. The issue found during an unknown event. There is no patient involvement associated on this reported event. Device return inspection found foreign objects (cleaning brush) found inside the biopsy channel. It came out from the distal end during brush cleaning. This report is being submitted, reported for foreign objects found inside the biopsy channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the suggested event was likely caused by the cleaning brush damaged due to excess force or repeated use, as well as lack of inspection of the cleaning brush. A definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "·preparation and inspection - inspection of the instrument channel" users can decrease/prevent the suggested event by handling the device in accordance with the following IFU. "·cleaning, disinfection and sterilization procedures - brushing the channels -the channel cleaning brush is a consumable item. Repeated use may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. Should a part of the brush come off inside the endoscope, immediately retrieve it and carefully confirm that no parts remain inside the channel of the endoscope by passing a new cleaning brush or other endo-therapy accessory through the channel. Any parts left in the channel can drop into the patient during the procedure. Depending on the location, the missing part may not be recoverable by passing a new brush or other endo-therapy accessory through the channel. In this case, contact olympus." Olympus will continue to monitor the field performance of this device.